Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that their atellica sample handler prime instrument is inoperable. A siemens customer service engineer (cse) was dispatched to the customer site. The instrument was inspected, and it was noted that the sample handler's vision system software had a communication error. The engineer rebooted the process control computer (pcc) computer and indicated that the instrument did not recover from the error condition. The instrument was shut down and then restarted successfully. The instrument is in a normal operating condition, and no recurrence is noted.

Event description:
The customer contacted siemens and stated that the atellica sample handler prime instrument produced an error condition and a delay to patient testing and the reporting of results. The instrument was unable to recover from the error condition and affected stat samples. The customer informs that a delay of approximately one hour and thirty minutes occurred and that samples were able to run on alternate siemens instruments and an alternate platform. There are no known reports of adverse health consequences due to the delay in patient testing and reporting results.